Event description:
Pt here for low profile peg removal with tube insertion: when pa attempted removal of old peg with appropriate removal equipment, was unable to remove. Dr came to remove peg utilizing appropriate removal equipment. The top portion of the low profile peg, broke off and bulb was retained in pt's stomach. Ecf (extended care facility) sent procedure note, and nurse at ecf educated that piece would pass in stool. "Breakage of the low profile probable related to age. Suspect the bumper will pass." As per dr's notes.